Manufacturer narrative:
(B)(4). Results: (endoleak, migration, rupture). Results/conclusion: (severely angulated aortic neck, 90 degrees).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approx 12 months ago. The vessel morphology was reported as the aortic neck was 24-26 mm in diameter over a length of 1 cm and was severely angulated at about 90 degrees anterior. It was reported that during the index procedure, the aneurx bifurcated stent graft kept slipping distally, due to the aortic neck angulation. Two aneurx 28 mm cuffs (ref MFR # 2953200-2011-00276 and ref MFR# 2953200-2011-00277) and a talent 28 mm aortic cuff (ref MFR # 2953200-2011-00278) were placed proximally due to the continual slippage of the bifurcated stent graft. The procedure was completed. The pt presented one year post implant with back pain, and it was noted that there was a proximal type I endoleak, as the bifurcated stent graft and all 3 proximal aortic cuffs had migrated together 3 cm to 4 cm distally due to the severe neck angulation. There was no change in aneurysm size or neck angulation since the time of implant. The pt was scheduled for an intervention, however, before the planned intervention the pt's aneurysm ruptured. The pt was taken to the operating room and a chimney procedure was performed on the left renal to allow placement of an endurant bifurcated graft (ref MFR # 2953200-2011-00279), which was intended to create an aui configuration by a jailing the existing aneurx contralateral limb. The physician thought an aui would handle the difficult neck anatomy the best. An amplatzer plus was placed into the left side/contralateral aneurx limb, followed by a fem-fem bypass. The angiogram showed a proximal type I endoleak, which was successfully repaired by coiling and glue. No add'l clinical sequelae were reported and the pt is fine.